Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the charging issue was not confirmed during device analysis. Further investigation found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device will not charge batteries. During device evaluation, it was found that the downstream occlusion (dso) seal was delaminated. There was unknown patient involvement. No patient harm/adverse event was reported.